Event description:
It was reported that the patient presented with dyspnea during a follow-up clinic visit. It was noted that the right ventricular lead had dislodged which resulted in inability to deliver therapy and failure to sense r waves. The lead dislodgement was confirmed by fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.